Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 27 events for the failure: overheating of device. - 26 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 27 events were reported for this quarter. Product return status 25 devices were evaluated based on historical data analysis. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 25 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, overheating problem identified / part/component/sub-assembly term not applicable 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 25 devices: product not received 2 devices: product disposition is not yet determined additional information 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.